Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.00/+2.00/095 diopter, in the patient's left eye (os) on (B)(6) 2016. The reporter indicated the patient had significant problems with glare/halos. The lens remains implanted but the plan is to explant/exchange for a different model lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. The lens was exchanged for another lens and the problem was resolved. (B)(4).

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens to have no visible damage and foreign material - fibers present on lens surface. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Correctional data: the lens was exchanged for another lens but the problem was not resolved. (B)(4).